Event description:
It was reported that in situ testing showed that the ground path impedance has been steadily rising since 2010. The pt previously made excellent progress with the implant, but now finds it hard to understand speech. A revision surgery is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.